Manufacturer narrative:
Correction: disregard file ( after further review the file is revised to non-reportable malfunction).

Event description:
It was reported that the device displayed bottle side pressure sensor: there was no patient involvement.

Manufacturer narrative:
The customer reported problem was not confirmed. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device displayed bottle side pressure sensor: there was no patient involvement.